Manufacturer narrative:
Corrected data: angiogram analysis was updated with the following conclusions (based on final report - dated jul. 22, 2020): initial angio reveals an occluded proximal lad; a wire is passed through the lad with resumption of flow; there is severe narrowing of the proximal lad; the next image is of a dislodged stent in the lad still on the wire. A second wire is seen in the guiding catheter; balloon is passed distal to the stent; it appears that a second balloon is inserted into the stent; there are no further images; the provided photos do not add anything to the understanding of the case. Based on the above analysis, the mechanism of the dislodgement cannot be identified. Additional information to narrative: device history recorded was reviewed on jun. 28, 2020 and concluded the device was supplied meeting specification. IFU review (dated jul. 22, 2020): no deviation of IFU was reported. Final report overall conclusions (dated jul. 22, 2020): the review of the DHR (device history record) along with the information from the customer indicates that the product was supplied meeting specifications. It is not possible to reach a definite conclusion as to how and why this event happened with the limited information that we received. There was no patient injury.

Event description:
Additional information received on june 26, 2020 from medinol's distributor in vietnam: the target lesion was the circumflex branch of the left coronary artery. The dislodgement occurred before inflation. The stent did not reach the intended deployment site before it dislodged. The artery was heavily calcified which cause blood vessels to narrow. After the stent dislodged it was deployed in the position where it dislodged. · the physician used another elunir stent and deployed it at the intended site. Immediately before the dislodgement the physician tried to push the stent through the lesion, which may have exerted forces on the stent.

Manufacturer narrative:
Review of the case angiogram, dated (B)(6) 2020, indicated that: initial angio reveals an occluded proximal lad. A wire is passed through the lad with resumption of flow. There is severe narrowing of the proximal lad. The next image is of a dislodged stent in the lad still on the wire. A second wire is seen in the guiding catheter. A balloon is passed distal to the stent. It appears that a second balloon is inserted into the stent. There are no further images. The physician concluded that the above description is the mechanism of the dislodgement.

Event description:
On (B)(6) 2020 the following complaint received at medinol: during the procedure in (B)(6) hospital last month, our physician faced a situation of total stent loss with guidewire in situ. Luckily, there were no complications or adverse events reported. In addition, the case report indicated that the product was stored, handled, inspected and prepared according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There were no kinks noted in the catheter prior to inserting the product into the patient.